Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (calcification) and unknown procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (add risk/contributing factors) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra resilia valve, an annular rupture was observed after valve deployment. Balloon aortic valvuloplasty (bav) was performed and the valve was deployed at 90:10 aortic/ventricular position. Strong resistance was felt during the use of the atrion inflation device, and the valve was deployed with 1 ml less contrast solution than the nominal volume. An echocardiography was performed, and pericardial effusion was noted. Pericardiocentesis was performed but pericardial effusion did not stop. As a treatment, the chest was opened, pressure hemostasis was performed, and the chest was closed. Three hours after the chest was closed and the patient was transferred to the ICU, cardiac arrest due to re-bleeding and cardiac tamponade occurred. Aortic valve replacement (avr) and ascending aortic replacement were performed. The patient was under intubation management as of postoperative day (pod) nine (9). Per medical opinion, the aortic annular calcification and the left ventricular outflow tract (lvot) were highly calcified, which led to annular rupture.